Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum notification after filling the cartridge with insulin during the load process. The customer's blood glucose (bg) level was 131 mg/dl. The customer indicated a bolus was delivered to address bg level. Reportedly, the customer stated that an empty cartridge may have been placed on the pump initially. The customer loaded a new cartridge and was able to complete load process.